Event description:
The account alleged the head function of the bed is jerking and is raising up on its own. No pt impact.

Manufacturer narrative:
The technician inspected the bed and could not duplicate the alleged issue, the bed functioned as designed. The technician in serviced the nursing staff on the bed functions to resolve the issue.